Event description:
It was reported that the ilet user experienced hyperglycemia due to an empty insulin cartridge that resulted in a prolonged interruption of insulin delivery, after which a cartridge change was completed, and the user later consumed an unannounced snack during the ilet adaptation phase. The user was advised on supply change guidelines and to allow the ilet to correct to mitigate insulin stacking risk. Symptoms included hyperglycemia with a reported blood glucose of 520 mg/dl initially and 303 mg/dl on follow-up, without reported clinical symptoms. Outcomes included a delay to appropriate therapy while insulin delivery was interrupted. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, identified a usage problem associated with running the cartridge empty and not announcing food during adaptation, and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.